Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they discovered controls out of range for multiple analytes tested on the cobas 8000 c (701) module - c701 at the end of shift on (B)(6) 2017. The customer began troubleshooting the issue, but found that calibrations and controls were still failing. The customer noted that drops from the rinse mechanism were potentially falling back into reaction cells after aspiration of samples. The customer repeated approximately 500 samples that were initially tested on (B)(6) 2017 and (B)(6) 2017 due to concerns with results. All samples were repeated on a different c701 analyzer. All repeat results were within the laboratory's allowable error range, except for about 75 samples tested for ca2 calcium gen.2 (ca) and some samples tested for chol2 cholesterol gen.2 (chol). Corrected reports were issued if it was determined that there was a change in relation to a patient's reference range. The customer stated that they issued approximately 20 corrected reports. The customer provided data for a total of 86 patient samples that were repeated for ca and chol. Of these samples, two had erroneous initial ca results that were reported outside of the laboratory. The repeat results from the other c701 analyzer were believed to be correct. The first sample initially resulted as 7.7 mg/dl and repeated as 9.6 mg/dl. The second sample initially resulted as 8.2 mg/dl and repeated as 10.1 mg/dl. The patients were not adversely affected. The ca reagent lot number was 18368701, with an expiration date of 12/31/2017. The field service engineer inspected the analyzer and found that one of the clips that holds rinse nozzles popped off and the nozzle was not rinsing. He reinstalled the nozzle clip, adjusted the rinse nozzle, and replaced the reaction cells. The customer ran calibration and controls; results were within specified limits. Controls were monitored for several hours and results recovered within acceptable limits.